Manufacturer narrative:
Report number: 1038671-2024-03190 and 1038671-2024-04734 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were corrected: b2 h6 the reason for the revision may be the result of prosthesis wear of the patella as reported and confirmed in the provided images, patient-related issues, loosening or due to inclusion of the polyethylene in the packaging recall. The tibial insert appears to have faint scratches but is unremarkable for an implanted device; however, this cannot be confirmed as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed and no discrepancies relevant to the reported event were found. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, the reason for the revision may be the result of prosthesis wear of the patella as reported and confirmed in the provided images, patient-related issues, loosening or due to inclusion of the polyethylene in the packaging recall. The tibial insert appears to have faint scratches but is unremarkable for an implanted device; however, this cannot be confirmed as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): (B)(6), 02-010-04-0235 - logic cr femoral por, left, sz 3.5; (B)(6), 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t; (B)(6), 201-78-15 - holding pin mini sharp point 4 pk; (B)(6), 201-78-81 - 3 trocar, mod. Hex 2pk; (B)(6), 521-78-23 - threaded pin size 2.3 collared; (B)(6), 521-78-23 - threaded pin size 2.3 collared; (B)(6), 521-78-32 - threaded pin size 3.0 collarless; 06000121333, a10012 - gps implant kit v2.

Event description:
It was reported that this 76 y/o female patient's left knee was revised approximately 2 years 9 months post op. Everything was revised due to wear on patella and tibial insert. Surgeon diagnosed loosening, lysis osnec, patella/tibial insert wear/pitting. Everything was removed and replaced with a competitors device. Patient was last known to be in stable condition following the event. Product not returning: discarded at hospital.